Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, hardness, pain, nodules, and "hard dime-sized and eraser head sized cysts" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, or change in connection with this complaint were recorded. This complaint is the third one with "edema" and "induration" events, for this batch. The sterilization cycle is registered as conform.

Event description:
Patient reported one week after injection with an unknown number of syringes of juvederm ultra xc, the patient described they were "swollen and hard on the right side nasolabial fold," had "swelling on upper and lower lips," "pain in the lips," "nodules over the right eyebrow," felt "sore and swollen in nasolabial folds and lips," and had "hard dime-sized and eraser head sized cysts on lips, under eyes, above right eye brow, and below jawline on both sides." Juvederm ultra xc was injected nearly 2 months after the expiration date. The patient was treated with mupirocin approximately 3 months after injection, and doxycycline hyclate and sulfamethoxazole one week after that. Patient has been tested for lupus, though the results are not known at the moment. The symptoms are ongoing.